Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was being trephined out, bu the doctor can't remember why the implant was being trephined out.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported unknown 3i implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Doctor has no recollection of why the implant was being removed. The length of the device usage is unknown. Device history review (DHR review and complaint history review could not be performed for the unknown 3i implant, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the implant was being trephined out, but the doctor can't remember why the implant was being trephined out. The unknown 3i implant product was not returned and evidence of malfunction that correlates with the complaint description could not be confirmed. Device not returned to manufacturer.